Manufacturer narrative:
Additional information: additional information was provided by the subject matter expert (sme) on 12/01/2015. Review of the new information received from the sme show there was a confirmed dispenser mistubing on a previous service visit for related flagged differential control recovery issues, contributing to the low eo recovery on controls. There is an engineering control in place that flags the user, and per the event and investigation the engineering control functioned as design by flagging the user.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 11/03//2015 and found that the pneumatic pressure lines attached to the wbc (white blood cell) diluent dispenser were installed backwards during a previous service visit, the pressure lines were corrected and the wbc dispenser was adjusted to optimize differential results. As part of preventive measure the fse cleaned and aligned the laser, lens block, and the flow cell. The instrument was then verified by running latron and all controls. Abnormal 1 control back within specified parameters.the repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported that flags and lower results were recovered on controls on the coulter lh 780 hematology analyzer for the eo (eosinophil) parameter. There was neither death nor injury; no erroneous patient results generated or change to patient treatment in connection with the event. The problem affected the abnormal 1 5c control only; the other 5c controls were not affected.